Event description:
I have used the bausch and lomb renu multi-purpose solution for my contacts for several years and had no adverse effects. However, when they replaced it with the renu "moistureloc", I began having problems after using it for several days. My eyes became sensitive to my contacts, had eye pain, watering, itching, etc. Realizing that this coincided with use of the moistureloc, I discontinued the use. My eyes returned to normal after a couple of weeks, although I could not wear my contacts during that time. I never have and still do not wear my contacts at night, but have always only worn them 10 hours per day or less. I found some of the old formula renu multi-purpose solution in a local store, and have been using it since this happened, and continue to have no adverse effects from the old solution. I feel fortunate that I discontinued the use of the moistureloc considering what has been in the news recently about it.